Event description:
A 59 year old woman was visiting a plastic surgery facility to have some scar tissue debrided. She had rec'd the scarring as a result of previous breast surgery. The dr debrided the tissue for approx one-half hour. During this time, the dr has positioned a midmark light approx 32 inches from the pt, focused on the procedure area. At the end of the procedure the dr noted that the pt, "had sustained a burn, probably relating to the operating light". The pt rec'd local wound care at that time (no surgery or significant care was given). The pt returned to the facility five days later, at which time it was noted that the burn was a third degree burn. She is continuing to visit the dr every five days to monitor the progress of the wound.